Event description:
The salute fixation device is intended for fixation of prosthetic material. The salute was loaded with the third disposable implant cartridge during the surgery, and test fired per the instructions for use. The system deployed straight wire contructs instead of the "q" formation. This was the end of the case and the surgeon was satisfied with the fixation.